Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer "seized pump (intermittent)". No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was cracked by the water tank cover. Both covers were cracked and scratched. The line cord was worn, and the pole clamp handle was broken. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (seized pump) was confirmed during testing. The product problem occurred because of a faulty pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the pump to correct the reported primary problem. The aforementioned damaged components were also replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.